Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. In 2007, at 1000, line a of the device was programmed to deliver amiodarone 400mg/250ml at a rate of 16.7ml/hr. No further programming parameters were provided. Two days later, at 1320, the device alarmed for "low volume." The nurse entered the pt's room and reprogrammed the device to deliver an additional volume to be infused (vtbi) of 20ml and the delivery was restarted. At 1330, a new solution container of amiodarone was obtained and the device was reprogrammed to deliver a vtbi of 250ml and the delivery was restarted. At 1430, the nurse noted that the solution container was empty and the device was delivering at a rate of 330ml/hr instead of the intended rate of 16.7ml/hr. The delivery was stopped and the physician was notified. The pt's systolic blood pressure had decreased from 125mmhg at 1000 to 85mmhg at 1445. The pt was monitored; however, no medical interventions were required. The device was removed from clinical service. The following day, at an unspecified time, therapy was resumed using a replacement device. There were no reported adverse pt sequelae. The customer contact reported that the nurse inadvertently reprogrammed the device "on the top level which changed the mcg/kg/min and caused the pump to automatically reset the delivery rate of 330ml/hr." Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. The history of downloaded at the manufacturing site. A review of the history indicates the device continued in use after the reported event; therefore, the original programming in parameters had scrolled off. The pump history indicates that in 2007, at 1328, line a was programmed in the dose calculation mode to delivery amiodarone 450mg/250ml, with a dose of 10mg/min and a vtbi of 20ml for a duration of 3 minutes and a calculated rate of 333ml/hr. At 1330, a dose limit override message occurred, which was accepted. At 1331, line a was reprogrammed in the dose calculation mode to deliver amiodarone 450mg/205ml, at a dose of 10mg/min and a vtbi of 250ml for a duration of 45 minutes, with a calculated rate of 333ml/hr and the delivery was started. At 1415, a line a vtbi complete alarm occurred and a kvo rate of 1ml/hr began. At 1418, line a programming was cancelled and line a was reprogrammed in the dose calculation mode to deliver amiodarone 450mg/250ml, with a dose of 10mg/min and a vtbi of 250ml for a duration of 45 minutes and a calculated rate of 333ml/hr. At 1418, a dose limit override message occurred, which was accepted and the delivery was started. At 1420, the delivery was stopped and the pump was turned off.